Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation conductor was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer insulation was melted, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking and there was apparent explant damage. We did receive performance data collected from the device and have analyzed the data. The save to disk review noted lead integrity alert triggered and the patient alert for lead failure predictor on (B)(4) 2011 23:04:57. There was sensing - oversensing, ventricular non sustained tachycardia <=180 ms between (B)(4) 2011 23:04:57 and (B)(4) 2011 01:59:51.1 - vf=160 ms average v-cycle on (B)(4) 2009 09:32:45. Sensing - interference/noise, ventricular short interval count v-sic=32.1 counts avg/day, in 1.03 days, between (B)(4) 2011 10:21:23 and (B)(4) 2011 11:00:40. Impedance - resistance/impedance increase. Daily and weekly pace impedance trend data shows an increase ventricular pace bi impedance= 703 to 1634 ohms peak between (B)(4) 2011 and (B)(4) 2011.

Event description:
It was reported that the patient's lead integrity alert triggered. Oversensing and noise were noted. Trend data also indicated high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.